Event description:
It was reported that the participant experienced a hypoglycemic episode characterized by low blood sugar with shaking while using the ilet bionic pancreas, and no device alerts or alarms were reported. Symptoms included tremors consistent with hypoglycemia. Outcomes included transient impairment requiring troubleshooting and education, which were completed. Investigation included a review of user-reported event details and provision of troubleshooting and education. Investigation of this case revealed no device malfunction or alarm activity and no identified device component issue, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the event was consistent with hypoglycemia of unclear cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.